Event description:
In 4/2005 that a customer had a problem with a foley catheter. According to the customer, after doctor performed a radical cystectomy on 2005 there was a 22 fr. 5cc catheter inserted into a pt . The nurse in charge of the patient found the catheter on the floor. It was noticed that the balloon was missing from the catheter. This catheter was used to off label instructions. It was inserted through the patients urethra to drain the abdominal cavity after the bladder was removed. The patient's abdomen was reported to have been stapled. The patient did not need to be recatheterized after catheter fell out. Patient is recovering well from surgery. Hospital will not release catheter for complaint investigation.